Event description:
Surgeon cracked the calcar while trialing the s-rom sleeve trial.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The lot code needed to determine mfg age was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective was not indicated. Depuy considers the investigation closed at this time. Should the product or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.